Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 2916596-2021-01748.

Manufacturer narrative:
Event date was estimated.

Event description:
It was reported that a controller was returned for unknown reasons.